Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported there was a communication problem. It was reported the patient was trying to charger their implantable neurostimulator (ins) but was having problems that started today when she first tried to recharge. It was reported the patient still had their staples in and were having them removed on ((B)(6) 2014). It was reported the patient had met with their rep yesterday at their hcp office and they reviewed charging with her. It was stated she was "overwhelmed with everything they showed me". It was reported the patient had seen 6 or 8 blocks on the bottom of the screen but right now she just saw "this screen." It was described as being the reposition antenna screen. It was reported the patient still had the dressing on her implant site as well as the staples. It was stated "it's difficult to find the spot where it's at." It was noted the patient could not feel it through the bandage or when she lifted them up. It was reported the patient had bladder problems since surgery. It was reported she still had "some nights that were so bad and husband had to go get depends." It was noted the patient had an appointment on friday morning with a urologist. It was reported the patient cannot hold it, "just goes to the bathroom." It was reported the patient had the device for 2-2.5 weeks and couldn¿t get her implantable neurostimulator (ins) charged. It was reported the patient could not get more than 2 coupling bars shaded during recharging session. It was stated "she doesn¿t even move and she can only get 2-4 boxes." It was reported she had 6 boxes one time for about 30 seconds. It was stated "could it be possible that her ins was too deep or that her recharger (insr) was not sufficient." It was stated "she's here everyday, everyday all afternoon and can't get her battery level past a half". It was reported the patient would sit there for 8 hours sometimes. It was reported the patient currently had 4 coupling boxes, she didn¿t have any, but she moved a certain way and she got 4. It was state she was "forever moving" to get coupling boxes and cone she got them she doesn¿t move a muscle. It was stated "she just had 6 coupling boxes for 10 seconds and now it's back to 4." It was reported the patient will be seeing their hcp for an appointment on thursday. It was reported it took the patient a week to get her implant up to half and it's been a week and she doesn¿t even have it up to 3/4 yet. A coupling problem was reported.